Event description:
It was reported that the device depleted early, indicated eri (early replacement indicator), and had high ventricular output. The device was removed and replaced. The patient reported having "pain & suffering" and "inconvenience" as a result of replacement of "defective" device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) analysis of the device confirmed the eri condition. The device did not meet expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction made to device conclusion. Evaluation summary; (B)(4) analysis of the device confirmed the eri condition. The device did not meet expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.